Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported when a patient presented in-clinic for routine follow-up. Upon interrogation, a decrease in sensing, loss of capture and periods of under and oversensing were noted. X-ray revealed rv lead dislodgement. The patient was booked for lead reposition procedure. No intervention has been done as the lead remains implanted. The patient was stable.

Event description:
Further investigation finds that there were periods of loss of capture and periods of capture at high thresholds were also noted.